Event description:
A report was received on 25 jun 2024 from a healthcare professional (hcp) regarding a critical care patient with unspecified pathology, who stated a cartridge blood leak was observed during a continuous renal replacement therapy (crrt) treatment on (B)(6) 2024. Additional information was received on 25 jun 2024 from the hcp who stated that there were no symptoms or medical intervention. Treatment was terminated without rinseback.

Manufacturer narrative:
A photo was provided and showed drops of blood outside the arterial line of the extracorporeal circuit. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.